Event description:
It was reported that the customer's insulin pump had a blank display, following a battery change. Customer's blood glucose was 441 mg/dl. Some possible corrosion was noticed at the bottom of the battery compartment. After customer was advised to clean battery cap contacts and replace the battery, the display did not return. Customer was advised to discontinue use and revert to back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to connector not properly plugged connector on the interface board and no corrosion noted in battery tube. The insulin pump has cracked case at display window corners and battery tube threads, minor scratches on the lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.